Event description:
Malfunctioning infant CPAP bags. One was not able to properly fit a co2 detector so it had to be changed with a new one. One bag's flow control valve fell off during resusitation. Two bags had trouble with the pressure being too high and not being able to be regulated, which created pressures that were too high to safely provide positive pressure ventilation.